Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at 4 .671mg/day and bupivacaine 24mg/ml at 5.605 mg/day via an implantable pump. It was reported that at the refill it was noted that the pump motor had stalled for 840 hours and 41 minutes at time of telemetry. The actual reservoir volume matched the expected reservoir volume even though the motor stall was over 35 days. Also, there were no known symptoms of withdrawal. There were no contributing factors known at the time of this report. Additional information was received on 2026-03-26 from the company representative who reported that they confirmed the patient did have an MRI. The patient did not hear an alarm and there were no symptoms. The healthcare provider was going to check for a recovery code in the logs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated report source. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b1 since fdp was added/h3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) stated that the patient had magnetic resonance imaging (MRI) on (B)(6) 2026 and the first time they interrogated the pump was on (B)(6) 2026. The healthcare provider (hcp) stated that the pump appeared to have been infusing but showed a motor stall and 2 days later that the pump stopped and the duration exceeded 48 hours. The hcp stated that the pump did not start alarming until they came in for their refill that day and the pump motor stall showed recovery. The hcp also stated that the patient started getting withdrawal symptoms starting around friday and had to go to the emergency room (ER) on saturday. The technical services (ts) reviewed telemetry state. The hcp also stated the patient could hear the pump was making a grinding sound, like it was growling at her before she came in for her refill. The ts reviewed that some patients do report hearing the pump and there was no correlation that with the motor stall.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer via a company representative indicated that the patient confirmed the grinding/growl ing noise was originating from their stomach, not the pump. Furthermore, the patient¿s emergency room visit for withdrawal symptoms was related to an unrelated health condition. The pump initially did not recover because it was not interrogated after the patient underwent an MRI. There were no symptoms related to the event. The pump is functioning as intended, and the patient is doing well.